Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: 12. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube. "Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 14 french straight intermittent catheter kit not fully draining bladder (batch#: ngjw3745, batch#: ngjy1800). 900 was observed in the bladder scan and only 300 was drained. This was trailed multiple times with the same result. Straight catheter with different type was successful to empty bladder fully. They used defective supplies saved at the huc desk to be picked up supplies. It sounded like it was likely a vapor lock situation where they could share a couple of education tips to help address the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 14 french straight intermittent catheter kit not fully draining bladder (batch#: ngjw3745), (batch#: ngjy1800). 900 was observed in the bladder scan and only 300 was drained. This was trailed multiple times with the same result. Straight catheter with different type was successful to empty bladder fully. They used defective supplies saved at the huc desk to be picked up supplies. It sounded like it was likely a vapor lock situation where they could share a couple of education tips to help address the issue.